Manufacturer narrative:
This is the same report as was reported under MFR # 9617229-2025-12262. All new information will be reported under this MFR going forward. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and seroma-late.

Event description:
Healthcare professional reported left side "rupture and "yellow and orange" fluid and implant removal of textured devices, deflation, fluid around the implant that looked like mucus, late seroma and implant removal due to the patient¿s concern with the product, "saline rupture" and exchange of textured devices due to patient's concern with product. Sent for cd30 testing". Later healthcare professional reported "fill tab broken. No evidence of neoplasia or malignancy, fibrous tissue with histologic features of capsule formation, capsule tissue, measuring 5.0 x 4.0 x 2.0 cm in aggregate." Device has been explanted.